Manufacturer narrative:
Replaced inspirational proportional valve to fix the reported issue. No report of patient involvement.

Event description:
The hospital reported that, unit gave ventilator failure message, there was no reported patient involvement.